Manufacturer narrative:
Concomitant products: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that there was a pump problem. It was noted that a critical alarm was heard and confirmed by telemetry. It was reported that the alarm was due to zero ml reservoir volume reached. It was noted that at the refill that occurred on (B)(6) 2014. It was reported that the patient¿s pump had been empty since (B)(6) 2013. It was noted that the patient¿s healthcare provider was asking if the pump was still ¿ok¿ to use. It was reported that they were initially unable to refill the pump the day of report. It was noted that they aspirated and ¿got nothing back.¿ it was reported that they then tried to refill and the healthcare provider (hcp) was not able to inject. It was noted that the hcp confirmed that the refill kit was patent. It was reported that the hcp pulled back syringe to 20 ml mark in an attempt to unlock reservoir valve. It was noted that the hcp was able to unlock the reservoir valve successfully. It was reported that the hcp was able to then successfully inject drug into pump. It was noted that the patient¿s symptoms were unknown at the time of report. It was reported that the pump was used to infuse fentanyl and baclofen.